Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) at 7.5v @ 2.0ms and high out-of-range pace impedance measurements greater than 3,000 ohms. It was determine via fluoroscopy that this lead was fractured. This lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.